Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported an abnormal burn smell or smoke, spark seen. No specific event details were provided. There were no adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not show evidence of electrical burning or sparks on the printed wiring assemblies or ac receptacle. Based on the data verified, hospira could not attribute the issue to the device as there were no problems found during testing.

Event description:
The customer contact reported an abnormal burn smell or smoke, spark seen. No specific event details were provided. There were no adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.